Event description:
It was reported that the patient had complaint of dizziness. Noise was noted on the right ventricular lead pace/sense portion. The adaptor to the pace/sense portion of the lead was replaced, but the same noise was noticed after the new adaptor was used. The physician decided to change out both the lead and the device as it was not known if the noise was isolated to the lead or the device. The right ventricular lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. Analysis revealed that electromagnetic interference noise was noted during high rate non-sustained and ventricular tachycardia non-sustained episodes from 2014-(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2014; 5071 lead, implanted: (B)(6) 2012; 6721s x 2 leads, (B)(6) 2014; 6948m adaptor, implanted: (B)(6) 2014. (B)(4).